Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(investigation findings, type of investigation, investigation conclusions), h11. The full event site address in e1 is (B)(6). A getinge field service engineer (fse) evaluated and said user complained that the machine always prompt re-zeroing of the pressure despite the pressure being zeroed. Fse hook on the trainer and test to see if the symptoms arises.later tested on the trainer for 24 hrs. The initial zeroing was still intact and no further zeroing was requested by the machine during the 24hrs of testing. Unit passed. Machine safe for use.

Event description:
N/a

Event description:
It was reported during pre-use check, the cs300 intra-aortic balloon pump (iabp) unit cannot zero. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 full event site address is (B)(6). Updated fields: b4; g3; g6; h2; h11 corrected fields: e1 event site address.

Manufacturer narrative:
Corrected fields: e1 initial reporter, event site address, phone#.

Event description:
N/a